Event description:
AED is blinking red light. No patient involvement.

Manufacturer narrative:
The device history records for the sam 500p device were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the (B)(6) 2015. The device was returned due to the reported issue of the speaker not working and no audio from the device. Information from the history log showed 5 manual power cycles recorded on the (B)(6) 2020, the day before the date of complaint. The user may therefore have become alerted to an issue on this date. However, the device issued all the specified advisory speech prompts throughout the investigation, with no omissions or abnormalities identified. Measurements were taken on the speaker, speech circuitry and the membrane, with no fault found. The device was temperature cycled between 0-50°c for 48 hours. Additional stress testing was carried out at 50°c 95%rh for 5 days. The unit was power cycled multiple times during and after this stress testing, issuing the normal advisory speech prompts on each occasion. Furthermore, no measurable fault was identified on the unit, even after the stress of elevated temperature and humidity. It is a policy of heartsine to not refurbish devices that have been returned from the field, therefore this device shall be scrapped and replaced with a new sam 500p.

Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
AED is blinking red light. No patient involvement.